Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: for lot 4232450, bd received 23 samples for investigation. These samples underwent various visual inspections: 14 failed for collapsed tubes; 4 failed for improper assembly; 5 failed for fm; 22 failed for molded part defects; 14 failed for damages. Additionally, 10 samples were inspected for brittleness, with none failing. Furthermore, 5 customer samples underwent a functional test for draw volume, all of which were within specification. For retained samples, 20 underwent a functional test for draw volume, all of which were within specification. Additionally, 30 retain samples were inspected for all visual defects, with none failing. Furthermore, 10 were inspected for brittleness, with none failing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4232450, for the indicated failure modes: collapse, damaged, underfill, foreign matter, improper assembly and molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.